Event description:
Bleeding occurred at the biopsy site during a galaxy-assisted biopsy procedure. Topical thrombin and ice-cold saline were applied, and the bleeding lasted approximately two minutes. A post-procedure x-ray was negative for complications, and the patient was discharged in good condition. A malfunction of screen blackout (<1 second) was reported.

Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. Failure analysis confirmed the scope passed qa/qc testing, and the brief screen blackout was likely caused by an intermittent cable connection that did not impact system performance or contribute to the event. Video review was unavailable. The physician did not attribute the bleeding to the galaxy system, determining it was procedure-related and occurred at the biopsy site, consistent with the known risks of bronchoscopy and biopsy procedures. This complaint is reported due to the following conclusions: bleeding was reported during a galaxy-assisted biopsy procedure. The bleeding was identified at the biopsy site. Topical thrombin and ice cold saline was applied and the bleeding lasted for approximately <2 minutes, no further intervention was necessary. The physician did not attribute the injury to the galaxy system and states it was due to the biopsy procedure. A malfunction of screen blackout was reported.